Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.